Event description:
It was reported that pump declared altitude alarm and insulin delivery temporarily stopped earlier in day, but insulin was not currently suspended at time of call. There was no adverse impact to the customer's blood glucose level. Customer did not need to replace cartridge, was able to resume insulin with original cartridge, received tips from technical support on preventing altitude alarms, and was advised to call when issue occurred again so troubleshooting could be performed.